Event description:
The event involved an unspecified triset where the reporter stated that peripherally inserted central catheter (PICC) line found to have blood backed up into tubing. The IV fluid on patient linens. Unable to flush line. The PICC line noted to be leaking, with blood backing up. PICC removed. Piv placed. The event occurred in rmh nicu and it was in use for patient care. There were no other devices being used on the patient at the time of the event that may have caused or contributed to the event. There was patient involvement and unknown adverse events.

Manufacturer narrative:
Received one used list #unknown trifuse set and one used list #unknown extension set for inspection. No defects or anomalies noted. Each set was leak tested per product specifications. The back pressure of each check valve was tested and found to meet performance expectations. There was no leakage. The reported complaint was unable to be confirmed. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.